Manufacturer narrative:
A review of the device history record indicated that the pump was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no activity related to the complaint observed in the pump histories. There was no data in the pump histories from the time of the reported issue due to continued pump use. Visual inspection revealed that the battery compartment was cracked and there was corrosion inside the battery compartment. The pump powered on normally and was exercised for 17 hours. No overheating or alarms were duplicated. Leak testing verified a leak in the battery compartment. The pump¿s electrical draws were found to be within specification. The pump cover was removed, and there was no evidence of internal moisture or any defects with internal components. The complaint could not be duplicated on investigation.

Event description:
The patient reported that she awoke to find the pump hot to the touch. She stated that the pump subsequently did not have power at the time of the call to customer support. The patient stated that the battery felt sticky. She denied exposing the pump to moisture; confirmed that the battery compartment and battery cap were intact; and stated that the battery cap had never been changed.